Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 4:30pm, the patient received a low alert of her cgm, but her bg meter was reading high (patient could not recall exact values). The patient attempted to calibrate but the value did not change. The patient started experiencing ¿jaw lock¿ and muscle aches so she asked her husband to take her to the emergency room. At the ER, around 7:00pm, the patient¿s cgm was reading 71 mg/dl and the bg meter was reading 790 mg/dl. The patient was treated with and IV insulin drip and discharged home after 4 hours. It was noted that the patient was not in diabetic ketoacidosis. The patient's bg meter reading at discharge was 208 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.